Event description:
It was reported that an emergency department physician had experienced a problem with the guidewire in the past. The metal coil of the guidewire became unraveled. No other specific details could be provided, as the event occurred some time ago and the report was obtained during discussion of another event.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without product return. With such limited information, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time.